Event description:
The rptr did meter to lab comparison tests, 40 to 45 minutes apart. Reporter's meter reading was 165 mg/dl, and the lab test result was 208 mg/dl. Rptr did not have any symptoms. A control test was not done due to unavailability of supplies. On follow up, the rptr stated that reporter's strips may have been opened more than 4 month. Rptr has been using another type meter along with the subject meter. No harm was alleged.